Event description:
Customer reports overinfusion of nafcillin. States the infusion dose was nafcillin 10 grams in 1000 ml diluent to infuse at 42 ml per hour. Reports after 500 ml of the 1000 ml had infused, changed the tubing due to multiple air-in-line alarms. One hour after restarting the infusion, the device alarmed and the IV bag was empty, the remaining 500 ml had infused. The pt was monitored for fluid overload symptoms of respiratory distress. No medical intervention required or ill effects experienced by the pt. Investigation: the 1310br model has no valid event history log therefore the events surrounding the incident could not be determined. Data from the error log was empty and the infusion parameters had been cleared. Rate accuracy testing ad 42 ml/hour yielded a mean flow rate of 41.74 ml/hr. The reported event of overinfusion could not be confirmed. Testing and inspection found the device to be in good working condition and delivering fluid within specs at the incident infusion rate.

Manufacturer narrative:
.